Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that the therapy was not as good as the trial therapy. They were not getting 50 % or greater symptoms reduction. They experienced toe curling or stim in arch of their foot. They felt stimulation differently if they stretched. Two weeks later ,patient stated their feet and toes cringing up. They slowly started turning stim down. Sometime, it would take a couple days for their toes to cramp up. They were on .2v the day of this call. On (B)(6) 2016, patient started feeling tinging on the inside of the ankle bone and their calf had been twitching once in a while. It kind of feels tingly. It was indicated that patient had turned stim off on the day of this call. They were still feeling those sensations after they turned ins (implantable neurostimulator) off. The sensation that they felt now was the same as when stim was on. It 'kind of' felt like stim. Patient services had patient turned stim back on during the call and turned it up to .5, patient reported they felt stim in the bicycle area as well as they felt it tingled more in their big toe. Patient services suggested patient to turn stim back down and off. Patient stated they did not hurt their back or anything and doubts that something else was causing it.

Event description:
The consumer reported that the patient had to turn up and down every other day. At 1.4v it didn't work very well, it worked very well at 1.5v, and the issue was twitching in the right foot and toe that was bothersome. The twitching began on (B)(6) 2016. Decreasing the amplitude eliminated the uncomfortable stimulation. It was at 1.5v and when the patient realized the twitching was bothersome, they lowered it to 1.4v on (B)(6) 2016, but today it was not as helpful for their symptoms. It did not bother the patient through the night, but today they were running to the bathroom. Stimulation was not helping as much on (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.